Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device's blower assembly would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.